Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aortic neck was short at 9 mm, angulated 45-60 degrees, and without calcification or thrombus. It was reported after the talent bifurcated stent graft was placed, there was difficulty cannulating the gate. The physician manipulated the gate with wires which caused the stent graft to be pulled down and resulted with a proximal type I endoleak on the final angiogram. A talent aortic cuff was then implanted proximally to resolve the leak, but the cuff covered the left renal. (MFR 2953200-2009-01743). By using a balloon, the physician was able to pull the aortic cuff downward and uncover the left renal artery, with a good final outcome. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention performed. Endoleak. Aortic neck was short at 9 mm and angulated 45-60 degrees.